Event description:
Back in 2007, I had mono vision by dr. (B)(6) in (B)(6) as I was having some up close reading problems where I was wearing 5 reading glasses. Had the surgery, went to drive a couple days later at night and couldn't see anything, my eyes were blurry with starburst and almost had an accident driving home. I called them and had to get a prescription pair of eye glasses and was told to give my eyes time to adjust. A month later, went back still wearing these driving glasses and dr. (B)(6) informed me that he overcorrected me and it was basically "oh well"! I paid him an extra (B)(4) for making sure I didn't have starburst and glare at night. I feel I just handed him (B)(4) for nothing. Three months later, I was wearing 300.00 bifocals and the driving instead of 5.00 reading glasses. I'm just filing this now as people told me there's nothing that can be done to hold the doctor accountable for his mistake. I have dry eye and if I look at my cell phone too long I have blurry vision for the rest of the day and night.